Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported a set was being used for a propofol infusion when the vent cap fell off and medication poured out. There was no patient harm.

Event description:
The customer reported a set was being used for a propofol infusion when the vent cap fell off and medication poured out. There was no patient harm.

Manufacturer narrative:
The customer¿s report that the vent cap fell off was confirmed. Visual inspection showed that the set's vent cap was separated from the drip chamber. Closer inspection under magnification showed that the vent cap had dried medication in the vent. No tool marks or scratch marks were observed. The root cause of the vent cap falling off could not be determined.